Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during acl + meniscal repair, it was observed that the first implant truespan 12 degree peek device did not deploy. There was a one minute delay in the surgery. It was not reported if a spare device was needed or available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. The complaint cannot be confirmed. However, from the photos provided it appears that the implant was deployed but could not be released fully. It can also be observed that the plastic sleeve is not deformed very heavily. When the device is inserted into the tissue adequately for deployment, the plastic sleeve may deform which indicates that the needle was inserted far enough into the tissue. It is possible that the surgeon did not fully insert the needle into the tissue therefore the first implant become stuck on the outer surface of the tissue upon firing the implant. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
Date received by manufacturer for follow-up 2 should be november 21, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received on 11/5/2018 stated that the implant was not damaged. The patient's bone quality was unknown, the implant stayed in the needle. It was stated that the surgeon/doctor was not off axis, but was not sure if the surgeon fully depress the trigger until the click or if the surgeon penetrate the meniscus all the way to the depth stop. The tip of the needle was not in scope view. The repair was completed using more truespan. The surgeon didn't use a probe.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Pending investigation. UDI: (B)(4).